Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide devices related to an interventional procedure. Reportedly, when removing the plunger the suture did not appear with both devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Reportedly, the proglide smc device was used without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis the knot and loop were formed, and the plunger was connected to the cuff/link and approximately a centimeter of suture indication a successful deployment. In this case, it is likely there was a mal position of the device due to sub optimal placement or friable tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017 clarifier: failure to follow steps / instructions

Event description:
Subsequent to the initial report, additional information was received. It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure with a 6fr sheath. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.